Event description:
Report received indicated that the patient, enrolled in the study, suffered a neurological event during the evening after angioplasty to the right internal carotid artery. The target lesion was described as, mildly calcified, eccentric and moderately tortuous with a 95% stenosis. The vessel was predilated prior to stent placement. An angioguard device was used during the procedure for embolic protection and the precise stent was deployed successfully. There was no neurological deficit recorded when the patient left the angiography suite. During the evening (post procedure) the patient indicated visual changes in the right eye. A CT scan was performed and results were negative. About one week post procedure, the neurologist evaluated the patient. Patient was diagnosed with right eye branch retinal artery occlusion. It was indicated to be permanent and treatment was not rendered. Per the procedural physician, this event was not related to the device, but was related to the index procedure.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Embolism, vessel occlusion and embolic stroke are known potential complication of carotid artery stent placement and are listed in the instructions for use (IFU) as potential complications. These are well known and extensively documented potential complications of this procedure. This does not represent device malfunction.